Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) caused one of the bands on the lifeband to tear could not be replicated during functional tests. The customer's lifeband was not returned, and the autopulse platform passed functional tests with known-good test lifebands. The reported complaint that the autopulse platform displayed an unknown error code with the message: "replace lifeband and press restart" was confirmed in the archive data but was not confirmed during functional testing. Based on the archive data, the autopulse platform had displayed multiple user advisory 12 (lifeband not present) and a couple of user advisory 07 (discrepancy between load 1 and load 2 too large) on the customer's reported event date. Both ua07 and ua12 are followed by the prompt: "replace lifeband and press restart" on the lcd. None of these user advisories were replicated during testing, and the autopulse platform functioned as intended. The probable root cause of the ua07 and ua12 codes is related to improper patient positioning, or the use of a defective or improperly installed lifeband. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse maintenance guide and autopulse user advisory list, user advisory 07 occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to be performing compressions for this to occur; it may happen at any time when the device is powered on. User advisory 07 is an indication that the patient is out of position or the patient is not properly centered. The recommended actions to take for this type of user advisory are: ensure the patient is properly aligned (armpits on the yellow line), deploy the shoulder restraint to reduce patient/manikin movement, and press restart to clear the ua. Per the battery hangtag - advisory codes description and action, user advisory (ua) 12 is an indication that autopulse has detected that the lifeband is not properly installed. The recommended action to take for this type of user advisory is: ensure that the band clip (underneath the device) is properly seated in the driveshaft and can freely rotate after insertion. The autopulse platform passed the initial functional testing without fault or error. The autopulse platform was further tested using a test manikin and passed the testing without fault or error. The platform's belt switch assembly was checked, and the device's internal inspection did not find any malfunctions. A load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. Following service, the autopulse platform passed all testing criteria.

Event description:
Patient #2. The customer reported that during a patient call, the autopulse platform sn (B)(6) caused one of the bands on the lifeband to tear, and the platform displayed an unknown error code with the message: "replace lifeband and press restart." The customer did not provide any further information. The patient's status information was requested, but the customer did not provide a response.